Event description:
The customer reported that during a patient event, the customer's device would not deliver defibrillation energy when prompted. Upon arrival of ems, the patient was in the parking lot with bystanders performing CPR. The customer's device was placed on the patient using the quik-combo defibrillation electrodes. Initially, the patient was reported to have non-shockable rhythm. As patient care continued, the patient was secured to the backboard and loaded onto stretcher for transport. During transport the patient developed a shockable rhythm. The device was then charged for defibrillation and once the shock button was pressed, the device did not deliver the energy. The crew cancelled the shock and tried again but observed the same outcome with the device failing to deliver defibrillation energy. The customer then changed to the defibrillation hard paddles and was able to successfully deliver defibrillation energy to the patient. The patient was transported to the hospital but it is unknown if the patient survived or suffered any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to the defibrillation therapy cable assembly. The customer advised physio that they will replace the cable out of their stock and once proper device operation is observed, the device will be returned to the end user for use.